Event description:
It was reported that after first filling the freezing bag with processed cord blood and then heat sealing to create the small and large compartments of the freezing bag, a leak from the small compartment was detected. The reporter expressed the belief that the leak was not emanating from the seal that had been made by the technologist at the cord blood processing facility. No hole could be perceived by the technologist but the reporter wrote that the leak appeared to be occuring from the bottom of the small compartment. The contents of the small compartment of the dei=vice were then transferred into a new device.

Manufacturer narrative:
Device evaluation begun, but not yet completed.

Manufacturer narrative:
It was reported that, after the technician at the cord blood processing facility first filled the freezer bag with processed cord blood and then made two heat seals (top and bottom) to create the small and large compartments of the freezing bag, a leak from the small compartment was detected. A review of the lot history record revealed that the manufacturing lot of the device involved met all specifications for product release. The small compartment of the freezer bag reported by the customer to have leaked was received and evaluated at its manufacturing site. No punctures were noticed upon visual inspection of sample. A leak test was performed on the sample by introducing colored water to identify the location of the leak. The test confirmed the leak, which was localized to the top of the bag, near the user's heat seal. Microscopic examination revealed that upper and bottom seals were not completely formed, thus leaving a small opening where leakage occurred. A lot history review for the freezer bag component of the device did not disclose leaks having been identified during incoming or quality tests. A review of manufacturing processes involving the freezer bag did not reveal a potential cause of the leak that was reported and confirmed. A site visit by the firm's technical applications specialist revealed some conditions of the user's heat sealing process that appear to have contributed to the incomplete or otherwise faulty seals. The user was referred to the heat-sealer manufacturer to address the proper utilization of the heat sealer and preparation of the bag to be sealed. Summary: the user's report of a leak was confirmed. Examination of the returned unit and a review of its manufacturing conditions and lot history record did not point to a cause for the leak in the manufacturing process. It is likely that the leak was due to use error, which was confirmed by a visit to the user facility to observe the sealing process. Unless substantially significant information becomes available, this constitutes a final report.